Event description:
It was reported by provider that the tdxsp-cg power chair will power on but the joystick will turn off and then about 10 seconds later turn back on and will not turn off. Provider states he has a loaner joystick on the chair. Provider states the chair is home use.